Manufacturer narrative:
The insulin pump passed displacement, prime and excessive no delivery tests. No excessive no delivery alarm noted. However, the insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm during a bolus. Customer's blood glucose was 21.6 mmol/l. The customer reported they were able to complete the rewind process. The customer reported a no delivery alarm occurred after a fixed prime during troubleshooting. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.